Event description:
A dye study was done prior to this report. The hcp (healthcare professional) could not inject anything and then suddenly it seemed like the patient was much more relaxed. Then the spasticity started to come back again. The pump and catheter were replaced. During the procedure, when they disconnected the catheter, they found "little particles of something" on the catheter connector. Then when aspirating the drug, the first half cc had particles of some sort as well. They tested the fluid and found it to be negative for infection. There was no suspected problem with the pump or catheter that were explanted; it was noted that "maybe" the catheter was kinked behind the pump, but they were able to aspirate and there was nothing visibly wrong with it at explant. Following the pump and catheter replacement, the pump dose was dropped to 260 mcg/day. The device system was delivering baclofen; it was unknown if the drug was compounded or lioresal. The outcome of the event and the exact drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).